Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports receiving a suspected false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the false positive event. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00650 su on (B)(6) 2023. Please disregard MDR report nubmer 3016758165-2023-00650 su.